Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial or sinus driven rhythm with possible rapid ventricular response (rvr). The provided therapy did not convert the patient's rhythm. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the patient planned to follow up with an electrophysiologist to adjust medications. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial or sinus driven rhythm with possible rapid ventricular response (rvr). The provided therapy did not convert the patient's rhythm. This device remains in service. No additional adverse patient effects were reported.